Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction which occurred three days after the sensor had been inserted in the arm. The patient experienced bleeding upon sensor insertion, but kept the sensor on. The patient developed swelling and pain at the needle puncture site. On (B)(6) 2024, the swelling progressed, and the patient decided to consult a physician who diagnosed the patient with cellulitis and prescribed an unspecified oral antibiotic medication. The patient was in good condition at the time of report. No additional event or patient information is available.